Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) will be replacing the roller pump display.

Event description:
It was reported that during use of device fora cardiopulmonary bypass procedure, the display went out on the roller pump. The display ws blank. The roller pump was controlled with a central control monitor (ccm). The device was not changed out, the pump was still functioning. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.